Event description:
The administrator of a surgery center reported that there have been several cases of tass that were diagnosed one day post cataract surgery. This report concerns two pts who were diagnosed on (B)(6) 2011. No pt identifiers were provided. An undisclosed number of pts have had cultures performed, but the results were not provided to the MFR. Additional info has been requested, and the facility is evaluating whether they will provide any additional details.

Manufacturer narrative:
A sample has been received, but the eval is not complete. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).